Event description:
Consumer stated the tip of the tampon broke off when she removed it from her body. She attempted to remove the remaining piece and the piece came out in clumps.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.